Event description:
It was reported that the intraocular lens (iol) was explanted due to the patient experiencing halos and glare. The explanted iol will not be returned for evaluation as it was discarded by the customer. The patient outcome was not available. No further information is available.

Manufacturer narrative:
Patient weight and ethnicity: unknown/asked but unavailable. Date of event: the exact date is unknown, the best estimate is on (B)(6) 2022. The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.